Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the instrument data which indicated quality controls (qc), were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced all integrated multisensor technology (imt) tubings. The cse flossed the rotary valve and tower holes. The cse replaced the rotary valve x-seal. The cse adjusted imt pump rate and conditioned the imt tubings with serum. The cse ran quality controls (qc) for electrolytes, resulting within range. The cause of the discordant, falsely low na result obtained on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low na result.